Event description:
Consumer reported he used knee brace and developed a bad rash. Consumer did seek medical attention and doctor prescribed hydrocortisone as treatment.

Manufacturer narrative:
No product return is anticipated as consumer indicated intention to keep brace. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.